Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the device operator fired and the tissue was dragged and pushed but wasn't cut. The device operator used another stapler to make a new firing and repair the tissue damage. There was unanticipated tissue loss.